Manufacturer narrative:
The reported events were lead dislodgement and extra cardiac stimulation. As received, a partial lead was returned in one piece. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve was measured to be within specification.

Event description:
During an in-clinic follow-up, the patient presented with phrenic nerve stimulation. Diagnostic imaging was performed and revealed left ventricular (lv) lead dislodgement. The lv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, the patient presented with phrenic nerve stimulation. Diagnostic imaging was performed and revealed left atrial (la) lead dislodgement. The la lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.